Manufacturer narrative:
H.6. Investigation: a sample was returned for investigation. Through visual inspection of the sample, the cusomter complaint was verified. A device history record review for model 82113e lot number 18025628 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of component damage with no leak with lot #18025628 regarding item #82113e. The root cause of this defect was determined to be misuse of product. See h.10

Event description:
It was reported that v/nv burette set was cracked. The following information was provided by the initial reporter: material no: 82113e batch no: 18025628 it was reported that the body of the buretrol was squeezed and it cracked.

Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default.. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that v/nv burette set was cracked. The following information was provided by the initial reporter: material no: 82113e, batch no: 18025628. It was reported that the body of the buretrol was squeezed and it cracked.